Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A review of the complaint database and device history record cannot be performed since a lot number was not provided.

Event description:
The account alleges that leakage occurred when medication was injected. The exact location of the leak is unknown. No patient injury or additional procedures were reported.